Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient was having a problem with their ins and she was helped through resolving the issue by a manufacturer representative (rep).